Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms and increased right ventricular (rv) pacing impedance measurements. There was no noise and other lead measurements were normal. A request was made to have data from this device analyzed. Data analysis showed that the shock impedance had increased to approximately 320 ohms. The information indicated that the rv coil impedance had increased. No adverse patient effects were reported. The device remains in service.